Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call low battery alert on the insulin pump. Customer's blood glucose level was 8.2 mmol/l. Customer advised they received a replacement battery cap but it was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with normal operating currents. The pump was monitored and no unexpected low battery alert or battery out limit alarms occurred during testing. The battery status icon showed full bars and did not deviate during testing. No cosmetic damage noted during physical inspection.